Event description:
It was reported, the pt was brought to the operating room to have implants removed due to a possible infection upon investigation surgeon said he did not see signs of infections and asked me to have implants sent for investigation. His pa informed me that preliminary labs show no sign of infection.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report. Other devices reported as follows: standard lag screw omega 95mm lengt: (B)(4). Compression screw omega +plus 32.3mm length: (B)(4).